Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having a problem with their left leg in their back and they went to turn the stimulation on last night when they couldn't turn it off so they had to reset the controller. Patient noted that the stimulation was shocking them and stated that there was white powder inside of the battery pack. Patient mentioned the stimulation comes on all night for a long time and patient mentioned they have to turn the stimulation all the way down. Patient states this stopped for some time and over the last 3 weeks the stimulation has been coming on again. The patient was redirected to their healthcare provider to further address the issue.